Manufacturer narrative:
(B)(4). Date of initial report: 10/24/2016. Date of follow-up report: 11/08/2016. The reported condition of poor sealing quality was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). Date of initial report: 10/24/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that bleeding from the ima occurred during an lar procedure after an attempted seal even though end tones were heard. The bleeding was stopped with clips and no transfusion was needed. There was no injury to the patient..